Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. D10: cat# 650-1158 lot# 3234896 delta cer fem hd 28/0mm t1. Cat# 110031010 lot# 66882665 28mm i.d. 40mm o.d. Size d bearing. Visual examination of the provided pictures identified explanted devices, bio-debris present. These cannot be used to confirm the reported event. Device not returned, further analysis cannot be made. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 5 weeks later due to dislocation. During the revision, the distal screw was engaged however the proximal body was loose and able to rotate. The proximal body, head and liner were revised to a longer construct. It was reported that no further information is available.